Manufacturer narrative:
This event is being reported as part of a remediation project. Based on implementation date, the manufacturer aspide medical believes the product maybe associated with lot number f06981a or f07878a. We reviewed the DHR's for both lots, and found that the devices were made in accordance with specifications.

Event description:
It was reported that the mesh caused fistula nad seroma. The patient needed an intervention after 7 months ((B)(6) 2014). The doctor tried to remove the mesh, but it adhered to the viscera. 10% of the implant could not be removed. No additional information provided and the doctor said he would not provide additional information.